Manufacturer narrative:
(B)(4).

Event description:
During implant, difficulties were encountered when attempting to reinsert the guidewire into the lead. The lead was replaced and the procedure was completed with no adverse consequences to the patient.

Manufacturer narrative:
Evaluation summary: upon analysis, the guidewire was not able to be inserted into the lead. Electrical testing did not find any indication of conductor fractures or internal shorts. The guidewire insertion test found dried blood clogged inside the inner coil at the middle region of the lead likely causing the field report. The s-curve height was measured to be within specification. Visual inspection of the lead did not find any anomalies.